Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided in the journal article. The following sections could not be completed with the limited information provided. Date of event - ni. Expiration date - ni. Date implanted - ni. Initial reporter - the article was written by matthew a. Butler, ginger e. Holt, samuel n. Crosby, and douglas r. Weikert. Manufacture date ¿ ni. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-01627 / 01633 / 01636). Product location unknown.

Event description:
Information was received based on review of a journal article titled, "late posterior interosseous nerve palsy associated with loosening of radial head implant" which is a case study of one man using an explor (biomet, warsaw, in) press-fit, modular, bond-coated, titanium alloy radial stem. The journal article reports the patient presented with weakness of digitial extensors and pain approximately 32 months post-implantation. Radiographs revealed stem loosening, a subperiosteal mass at the tip of the stem, and a fluid-filled cyst extending from the cortex of the radial shaft.